Event description:
Per the clinic, the patient experienced poor performance resulting in the decision to explant the device. The device was explanted (B)(6), 2011. There are no plans to reimplant the patient with another device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.